Manufacturer narrative:
Continuation of d10: product ID 8731sc serial (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial (B)(6), ubd: 18-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 425.5 mcg/day) via an implanted pump. It was reported that at the patient¿s last pump refill appointment the residual medication was more than expected. The patient and his wife were unsure of the additional amount. Also, the patient reported that he was experiencing an increase in muscle tightness. The patient was taken to surgery where the physician intraoperatively disconnected the catheter at the spinal aspect and csf (cerebrospinal fluid) was seen from the spinal aspect of the catheter. The physician then did a single pump dose bolus where medication was seen being expressed from the pump. The pump segment of the catheter was replaced and connected to the pump and the spinal aspect of the catheter. The pump dose was decreased to 96 mcg/day after the procedure. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.